Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman laa flx closure device & delivery system (wds) were used. The first deployment of a 24mm flx device with the double curve was sheath resulted in several recaptures when a kink was noted. This 24mm device was recaptured and the was was exchanged for an anterior curve was to get better position. A pigtail catheter was inserted during reengagement of the laa. During the prep of the second 24mm flx device, the anterior curve was sheath, which had been in position inside the laa, had slipped out and kinked. All devices were withdrawn and a new transseptal was performed for better position. It was during the sweep for effusion after the removal of the anterior curve was sheath that a pericardial effusion was noted to be developing around the left side of the heart. The patient was given protamine to reverse the heparin and fluids were given to bring up blood pressure. The case was aborted. The patient was monitored and transferred to recovery. The patient has been discharged.